Event description:
Related manufacturer reference number: 2017865-2022-15620, related manufacturer reference number: 2017865-2022-15621, related manufacturer reference number: 2017865-2022-15623. It was reported that the patient presented in the hospital with pocket erosion. The entire implantable cardioverter defibrillator (ICD) system was explanted due to erosion. The patient's condition was stable.

Manufacturer narrative:
Final analysis found the device was received with battery voltage above elective replacement indicator (eri) level. Interrogation and visual inspection were normal. No anomalies were found.